Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's medical records were received. Medical records indicate the patient was revised to address anterior subluxations and what was thought to be an early onset of infection.